Event description:
It was reported that a pump malfunction occurred, identified by a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer in resetting the pump, and no further malfunction occurred after the reset. The customer was instructed to continue using the pump and advised to call back if any malfunction code recurs, which the customer acknowledged.